Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2017. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: 163258/a24870/165579/a25371.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was currently doing well. No further information has been obtained despite good faith efforts.